Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. No cracks on the reservoir tube compartment threads noted. The insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a crack on the reservoir compartment¿s clear ring. The insulin pump was not bumped or dropped. They did not know how the damage occurred. The customer¿s blood glucose level was 9.0 mmol/l. The device will be returned for analysis.